Event description:
This is report 1 of 4 for the same event. It was reported that during a cochlear implant surgery, it was observed that the motor device had an e2 error code and would not run while in use with three console devices. According to the report, there was a delay for the irrigation to go through and when irrigation was stopped, it still ran for a few minutes. It was further reported that when the irrigation was turned off, it continued to drip approximately six to ten drips in the surgical area which prevented a clear view of the surgical area for a second. As a result, there was a five minute delay in the surgical procedure. There were identical spare devices available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.